Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 5 bd luer-lok¿ syringes sterile were damaged resulting in breakage. The following information was provided by the initial reporter: "... It broke apart and left pieces of the tip of the syringe in the beaker."

Manufacturer narrative:
H.6. Investigation: three photos of 1ml syringes (p/n 309628) were visually evaluated. One photo showed a broken piece of plastic on the bottom of a beaker. The other photo showed a 1ml syringe with a cracked luer-lock. Another photo was of a 1ml syringe in a blister pack with a crack luer-lock. The condition observed was non-conforming per product specification. Potential root cause for the cracked luer defect is associated with the assembly process. It is likely the syringe may have been cracked prior to use as caused by improper transfer between assembly dials. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported 5 bd luer-lok¿ syringes sterile were damaged resulting in breakage. The following information was provided by the initial reporter: "it broke apart and left pieces of the tip of the syringe in the beaker."